Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event and diagnostic testing results has been requested. No additional information is available at this time. Reason for reoperation: "liquid inside" breast.

Event description:
Healthcare professional reported "liquid inside both breasts. Breasts are huge." The side is unspecified. Device remains implanted.

Manufacturer narrative:
The event of infection (late onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: infection (late onset).

Event description:
Healthcare professional reported "liquid inside both breasts. Breasts are huge." Additional information reported: right side ¿gradual edema with a lot of pain in the breast¿ and ¿hardening." Device remains implanted. Patient representative reported " pain in knee joints, elbows, rheumatic pain, fatigue, loss of sensation of the fingers and skin allergies, cognitive impairment, numb and cold [on fingers], signs of thin sheets of liquid infiltrating [in elbow] shoenfeld syndrome or asia syndrome, raynoud syndrome, lupus, disform, swollen'' and cyst in thyroid.

Manufacturer narrative:
Further investigation summary: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run (B)(4) is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for gel breast implants for the period of (B)(6) 2018 through (B)(6) 2020, was noted an outlier in (B)(6) 2019. An additional analysis was performed to determine any pattern or any similarities relation between pr¿s involved. It was found that some primary packaging operators were involved in more than one occasion, however the people were trained in the corresponding procedure. Also, calibrations, maintenance and validations of the equipment¿s involved in more than one occasion were reviewed and it was determined that they were performed on time and met specifications. In addition, all the records involved in this month were reviewed and no issues were found associated to either event. During the trend review of all molds complaints for the period of (B)(6) 2018 through (B)(6) 2020, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: seroma-late: unable to observe as it is a medical event that is not related to the device. Visibility/palpability: unable to observe as it is a medical event that is not related to the device. Pain: unable to observe as it is a medical event that is not related to the device. Inflammation/irritation: unable to observe as it is a medical event that is not related to the device. Autoimmune/connective tissue disorders ¿ ndr: not applicable as the event is non device related. Pain ¿ ndr: not applicable as the event is non device related. Varied injuries ¿ ndr: not applicable as the event is non device related. Cyst-ndr: not applicable as the event is non device related. Infection (late onset): unable to observe as it is a medical event that is not related to the device. Additional observations: deformation is observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "liquid inside both breasts. Breasts are huge." Additional information reported: right side ¿gradual edema with a lot of pain in the breast¿ and ¿hardening." Device has been explanted. Patient representative reported "pain in knee joints, elbows, rheumatic pain...fatigue, loss of sensation of the fingers and skin allergies, cognitive impairment, numb and cold [on fingers], signs of thin sheets of liquid infiltrating [in elbow]...shoenfeld syndrome or asia syndrome... Raynoud syndrome...lupus.... Disform... Swollen'' and cyst in thyroid.

Event description:
Additional information reported: right side ¿gradual edema with a lot of pain in the breast¿ and ¿hardening."

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.